Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain left and right side of pelvis (sharp, stabbing and pulling) / cramping in both sides of pelvic area / stabbing pains in pelvic area"), fallopian tube perforation ("perforation of right tube") and adnexa uteri pain ("pain in both sides of the fallopian tubes but the right side was worse") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time putting essure in my right tube" on (B)(6) 2010 and device ineffective "after hsg test, one of my tubes was still open". The patient's past medical history included multigravida, parity 2 ((B)(6) 2002 and (B)(6) 2008), miscarriage and gestational diabetes. She is not allergic to nickel. Concurrent conditions included anxiety since 2002. Concomitant products included drospirenone + ethinylestradiol (yaz) in (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced anxiety ("it made my anxiety so much worse") and affective disorder ("mood disorder"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during cycle / blood clots"), ovulation pain ("painful ovulation"), arthralgia ("hip joint pains"), nausea ("nausea"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), dizziness ("dizziness"), memory impairment ("forgetfulness"), the first episode of mood swings ("mood swings"), tinnitus ("ringing in ears"), amnesia ("short term memory loss"), palpitations ("heart palpitations"), vaginal haemorrhage ("twice I strongly believe that I miscarried. It was not a confirmed pregnancy but I passed big clots") and the second episode of mood swings ("mood swings"). The patient was treated with surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the fatigue had resolved. In (B)(6) 2015, the pelvic pain had resolved. At the time of the report, the fallopian tube perforation, adnexa uteri pain, menorrhagia, ovulation pain, arthralgia, nausea, dysgeusia, migraine, dizziness, memory impairment, tinnitus, amnesia, palpitations, vaginal haemorrhage, anxiety, the last episode of mood swings and affective disorder had resolved. The reporter considered adnexa uteri pain, affective disorder, amnesia, anxiety, arthralgia, dizziness, dysgeusia, fallopian tube perforation, fatigue, memory impairment, menorrhagia, migraine, nausea, ovulation pain, palpitations, pelvic pain, tinnitus, vaginal haemorrhage, the first episode of mood swings and the second episode of mood swings to be related to essure. The reporter commented: she had the same symptoms both times as she had with a previously confirmed miscarriage not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure coils in both tubes, unilateral patency. Unspecified dates: blood work and strogen test: normal. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain left and right side of pelvis (shap, stabbing and pulling) / cramping in both sides of pelvic area / stabbing pains in pelvic area'), fallopian tube perforation ('perforation of right tube') and adnexa uteri pain ('pain in both sides of the fallopian tubes but the right side was worse') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time putting essure in my right tube" on (B)(6) 2010 and device ineffective "after hsg test, one of my tubes was still open". The patient's medical history included multigravida, parity 2 ((B)(6) 2002 and (B)(6) 2008), miscarriage and gestational diabetes. She is not allergic to nickel. Concurrent conditions included anxiety since 2002 and mthfr deficiency. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2010 to (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced anxiety ("it made my anxiety so much worse") and affective disorder ("mood disorder"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during cycle / blood clots"), ovulation pain ("painful ovulation"), arthralgia ("hip joint pains"), nausea ("nausea"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), dizziness ("dizziness"), memory impairment ("forgetfulness"), the first episode of mood swings ("mood swings"), tinnitus ("ringing in ears"), amnesia ("short term memory loss"), palpitations ("heart palpitations"), vaginal haemorrhage ("twice I strongly believe that I miscarried. It was not a confirmed pregnancy but I passed big clots"), the second episode of mood swings ("mood swings") and back pain ("have lower back pain constantly"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the fatigue had resolved. In (B)(6) 2015, the pelvic pain had resolved. At the time of the report, the fallopian tube perforation, adnexa uteri pain, menorrhagia, ovulation pain, arthralgia, nausea, dysgeusia, migraine, dizziness, memory impairment, tinnitus, amnesia, palpitations, vaginal haemorrhage, anxiety, the last episode of mood swings and affective disorder had resolved. The reporter considered adnexa uteri pain, affective disorder, amnesia, anxiety, arthralgia, back pain, dizziness, dysgeusia, fallopian tube perforation, fatigue, memory impairment, menorrhagia, migraine, nausea, ovulation pain, palpitations, pelvic pain, tinnitus, vaginal haemorrhage, the first episode of mood swings and the second episode of mood swings to be related to essure. The reporter commented: she had the same symptoms both times as she had with a previously confirmed miscarriage not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure coils in both tubes, unilateral patency. Unspecified dates: blood work and strogen test: normal per report, both tubes blocked with r side extravagates to lymphatic system. On images, essure implants appear to be lateral and superior (and symmetric) to uterus, end of coils do not appear to be in myometrium or myometrial portion of tube. There does appear to be extravasation outside of tube on r side. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event have lower back pain constantly was added. Reporter was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain left and right side of pelvis (shap, stabbing and pulling) / cramping in both sides of pelvic area / stabbing pains in pelvic area'), fallopian tube perforation ('perforation of right tube') and adnexa uteri pain ('pain in both sides of the fallopian tubes but the right side was worse') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time putting essure in my right tube" on (B)(6) 2010 and device ineffective "after hsg test, one of my tubes was still open". The patient's medical history included multigravida, parity 2 (B)(6) 2002 and (B)(6) 2008, miscarriage and gestational diabetes. She is not allergic to nickel. Concurrent conditions included anxiety since 2002 and mthfr deficiency. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced anxiety ("it made my anxiety so much worse") and affective disorder ("mood disorder"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during cycle / blood clots"), ovulation pain ("painful ovulation"), arthralgia ("hip joint pains"), nausea ("nausea"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), dizziness ("dizziness"), memory impairment ("forgetfulness"), the first episode of mood swings ("mood swings"), tinnitus ("ringing in ears"), amnesia ("short term memory loss"), palpitations ("heart palpitations"), vaginal haemorrhage ("twice I strongly believe that I miscarried. It was not a confirmed pregnancy but I passed big clots"), the second episode of mood swings ("mood swings") and back pain ("have lower back pain constantly"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the fatigue had resolved. In (B)(6) 2015, the pelvic pain had resolved. At the time of the report, the fallopian tube perforation, adnexa uteri pain, menorrhagia, ovulation pain, arthralgia, nausea, dysgeusia, migraine, dizziness, memory impairment, tinnitus, amnesia, palpitations, vaginal haemorrhage, anxiety, the last episode of mood swings and affective disorder had resolved. The reporter considered adnexa uteri pain, affective disorder, amnesia, anxiety, arthralgia, back pain, dizziness, dysgeusia, fallopian tube perforation, fatigue, memory impairment, menorrhagia, migraine, nausea, ovulation pain, palpitations, pelvic pain, tinnitus, vaginal haemorrhage, the first episode of mood swings and the second episode of mood swings to be related to essure. The reporter commented: she had the same symptoms both times as she had with a previously confirmed miscarriage not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure coils in both tubes, unilateral patency. Unspecified dates: blood work and strogen test: normal. Per report, both tubes blocked with r side extravagates to lymphatic system. On images, essure implants appear to be lateral and superior (and symmetric) to uterus, end of coils do not appear to be in myometrium or myometrial portion of tube. There does appear to be extravasation outside of tube on r side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.